Event description:
It was reported "the tip of the catheter is crimped to the package." Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
E1: complainant state: kyoto based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Manufacturer narrative:
A picture and sample was provided . The catheter was squeezed. The defect reported was confirmed. The catheter tip was sealed with seal of package. The issue on the product is detectable during production. 100% visual inspection with focus on the issue is carried out. Review of the DHR lot 2c02567 showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled. No nonconformity related to the issue reported had been registered during the packaging process of the mentioned lot. During complaint review , the increased number of complaints related to the issue - catheter squeezed in welding packaging, has been observed. CAPA tw 1672777 has been open to investigate the issue. Within the CAPA as immediate action operators were retrained on visual inspection that is focused on the reported defect . Was determined that cpm slightly increased, but the incidence of defect occurrence is not high. No harm was reported. The defect is visible. The corrective action implemented previously, that covered implementation of guides under ccr-dmr-00059, did not ensure 100% help to hold catheters on the right place in the cavities. Only reduce potential risk of catheters squeezing in weld. No another complaint of this nature has been received on the lot. The defect rates should be 0.4% based on g805118 general quality requirements , class a1 nonconformities -welding must be intact all the way round. For 2c02567 -- the defect rate is 1 unit reported out of produced 57 600 pcs units equivalents to 0.0017 %. No additional action is required and this complaint will be closed. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.